Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because a strip vial containing 8 previously dosed test strips was returned.

Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 387 mg/dl and 169 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.